Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer will not boot up. Programmer powered up with a system error. (B)(4).

Event description:
It was reported the programmer will not boot up. Repair disk was tried but it will still not boot up. The programmer was returned for repair. There was no patient involvement indicated.